Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported that the software would not load (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.